Manufacturer narrative:
The customer consulted with a philips remote service engineer (rse). The customer stated that calibration had been attempted but would only work for a few days. The rse advised that the touchscreen required replacement. The rse provided part identification for the touchscreen. The customer ordered the part and replaced the touchscreen and the device passed functional testing and was returned to service.

Event description:
It was reported to philips that the device's display freezes intermittently. The device was not in clinical use at the time of the event. There was no report of patient or user harm.